Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. The pump rewind load and prime was performed successfully. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was found inside the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall #: 2531779-03/24/2010-003-r.

Event description:
The pump was returned to animas. During investigation, the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. This report is made based on the results of investigation.